Event description:
A caller reported a minimum fill notification, which resulted in the customer's blood glucose level rising to 550 mg/dl. The customer administered a corrective injection using multiple daily injections (mdi) and required no third-party assistance. The customer attempted to insert a new cartridge, initially filled with 100 units of insulin, but faced a cartridge change error. Cts educated caller to add more insulin to meet the recommended minimum fill and to clean the pump¿s pneumatic tap area. Despite these efforts, the loading process could not be completed. There is no further information on additional outcomes or resolutions.